Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, had a issue that orders are not crossing over. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. The technical support specialist (tss) investigated, the issue and a new sample and patient details were requested and saved in ephi. Spoke with customer, who confirmed the previously shared patient had been discharged, and provided a new patient currently in admit status. Some of the last order dates from yesterday were discontinued or cancelled. Explained that orders were crossing over correctly, though some ended at the same time they started or had future end times. The customer was checking with the pharmacy interface team for verification. Spoke with customer, who confirmed with pis that all orders were crossing properly. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, had a issue that orders are not crossing over. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.